Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the customer's environment, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. G2 email is: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: d4: catalog number, serial number, and UDI number is unknown, no product information has been provided to date. H4:device manufacture date unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported two devices failed with system advisory warnings. Customer noticed an additional two devices give system advisory warnings about battery configuration that disappeared on the silence button was tapped for the epinephrine or norepinephrine continuous infusions. Unknown if the problem was the device, multiple outlet IV pole, or the outlet, customer opted to switch IV poles, outlet and set up another programmed syringe pump on standby for epi. While unplugging the epinephrine pump, the device failed (stop infusion, red light alarm). The epi infusion was quickly switched to the syringe pump on standby. Similar events happened in two other picu patients during the same time period as noted by the picu nursing educator. No serious harm reported. Customer stated that the reported issue is not specific to one pump.